Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for investigation. Therefore, [10] retention samples from bd inventory were evaluated and none of the needles separated from the syringe. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode." H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle blood gas all of a sudden slipped off. The following information was provided by the initial reporter. The customer stated: "when the blood gas analysis was performed on the patient, after the blood was drawn, the blood gas needle suddenly slipped off, and the blood gas needle was replaced, and the patient was re-collected, and no adverse consequences were caused to the patient."

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, [10] retention samples from bd inventory were evaluated and none of the needles separated from the syringe. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ syringe with attached needle blood gas all of a sudden slipped off. The following information was provided by the initial reporter. The customer stated: "when the blood gas analysis was performed on the patient, after the blood was drawn, the blood gas needle suddenly slipped off, and the blood gas needle was replaced, and the patient was re-collected, and no adverse consequences were caused to the patient."